Event description:
It is reported that the threaded section from the instrument fractured off and was subsequently left behind engaged in the implant itself.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed.